Event description:
Procedure type: sigmoid resection. According to the reporter: after the device was inserted into the patient's rectum, the surgeon prepared to fire the instrument. When the green was indicated, the surgeon went to move the safety lever and it snapped off the instrument. The surgeon completed the firing to realize the device didn't deploy the staples to their appropriate closure height and the anvil did not tilt. The result was an opening in the anastomosis, and a released anvil in the patient's colon. The surgeon had to re-divide the colon after finding the anvil and then had to do the entire procedure over again. More of the patient's rectum needed to be resected as a result of this failure. The surgeon did the entire anastomosis over causing extended operating time and a possibility of not having enough rectum for the second firing.

Manufacturer narrative:
(B)(4).